Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that adverse event occurred while using the bd intima-ii¿ closed IV catheter system. Report 3 of 3. The following was received by the initial reporter: problem encountered: infection at the puncture point of the subcutaneous catheter (right abdominal abscess with infectious diagnosis and initiation of oral antibiotic therapy), which occurred 48 hours after removal of the device. Number of device(s) involved: 1 (not kept by the department). Date of occurrence: (B)(6)2023. Repetitive incident (also occurred on (B)(6)2023, in the same department; with the same location, the same product (g5%) and the same equipment). I forgot to mention that the 3 infections occurred in patients who pulled out their infusion, for whom the puncture point was in the abdominal area and who were infused with g5%.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 3034279. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that adverse event occurred while using the bd intima-ii¿ closed IV catheter system. Report 3 of 3. The following was received by the initial reporter: problem encountered: infection at the puncture point of the subcutaneous catheter (right abdominal abscess with infectious diagnosis and initiation of oral antibiotic therapy), which occurred 48 hours after removal of the device. Number of device(s) involved: 1 (not kept by the department). Date of occurrence: 27/07/2023. Repetitive incident (also occurred on 20/01/2023 and 27/03/2023, in the same department; with the same location, the same product (g5%) and the same equipment). I forgot to mention that the 3 infections occurred in patients who pulled out their infusion, for whom the puncture point was in the abdominal area and who were infused with g5%.